Event description:
The device was applied during a bowel resection procedure. The surgeon stated the staple line was complete, however, bleeding was observed. He oversewed the application site to correct the condition. The hosp has reported that no pt injury occurred. Expiration date: 7/31/2001.